Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that warm-up continued longer than intended duration occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient reported that her sensor was not working for 4 hours and was still on a warm up period. There were no cgm readings on her app. The spouse tried to manually calibrate and took a bg reading which was 40 mg/dl. There patient didn´t experienced symptoms before she passed out. The patient lost consciousness around 1 am. Her husband call 911. While they were waiting on the paramedics the husband treated the patient with a glucagon injection. And when the paramedics arrived they took a bg reading which was 40 mg/dl. They treated the patient with IV d50 (dextrose 50). After 45 minutes the patient regained consciousness. At the time of the report the patient was recovered. A review of the share logs was performed and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the patient closed the mobile app. The reported event of warm-up continued longer than intended duration is reportable based on the finding of the patient closed the mobile app. No additional patient or event information is available.